Manufacturer narrative:
Corrosion was observed in both the trigger and safety bar assemblies.

Event description:
It was reported that during testing conducted at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released, posing the risk of a cut to a user or patient. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released, posing the risk of a cut to a user or patient. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.